Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended inserting the original graphic user interface (gui). Covidien was not authorized to evaluate the device. (B)(4).

Event description:
A report was received from the USA stating that there was a loss of breath delivery communication on an 840 ventilator during testing. There was no patient involvement.